Event description:
This info was reported as a customer complaint. Vasoseal was used following a diagnostic catheterization procedure. The first collagen plug was delivered to the vessel without incident. The physician maintained forward pressure on the plunger, and was met with resistance when he attempted to retract the wings or the sheath. It was at this time that the sheath separation occurred. The sheath was removed from the pt's groin and the first collagen plug was stuck in the sheath. Manual compression was applied to reach hemostasis.